Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. A 3.50x38 mm xience xpedition stent was successfully deployed; however, post deployment a distal dissection was noted. An additional 3.50x15 mm xience xpedition stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.